Event description:
The facility representative reported an infusion pump which was alarming air in line when there was no air in the line. This event happened during patient use, mid-infusion. The pump was swapped out and infusion was concluded without further incident. There was no information available regarding the patient, or the drug(s) infused. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that is "alarming air in line when there is no air in the line" was not confirmed during product evaluation. Therefore, no further correction was made concerning this event.